Manufacturer narrative:
The reference (B)(4) has been allocated to tis case by rayner. The event description provided states that immediately following implantation, the iol optic was observed to be damaged. The rayone emv rao200e was explanted during the original surgery session; however, the healthcare facility did not have a back-up iol and the surgery was completed without a back-up iol being implanted. The patient will be required to undergo an additional surgery to have a lens implanted. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone emv rao200e batch 073210176 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. There is insufficient evidence and information available to determine the cause of the lens optic damage post injection in this case.

Event description:
On 22nd march 2024, rayner received notification from a healthcare facility in india of an event that occurred during implantation fo a rayone emv rao200e. The event description provided states that immediately following implantation, part of the iol optic was observed to be missing necessitating lens explantation.